Event description:
On 9/25: customer reports during a patient procedure (no patient or procedural information made available), table would lower, but it would not rise. Physician was able to finish patient procedure. No injury reported.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.